Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient stated she had been experiencing hypoglycemia from ¿time to time¿ and thought it was due to in accurate cgm readings. No specific cgm or bg meter values were specified. The patient decided to call her doctor to discuss her concern and the patient was advised to go to the ER for evaluation. The patient stopped at a friend¿s house before going to the ER. While there, she experienced unspecified symptoms of hypoglycemia. The patient ate some food and once she felt better, she then headed home to pack her bags for the ER. At home, the patient had another ¿hypoglycemic episode¿ (no symptoms specified). The patient¿s cgm was reading 80 mg/dl and there was no documentation of any treatment at this time. The patient waited until she felt better and then went to the ER. At the ER, the patient¿s ¿glucose level¿ started dropping again (if was not specified if this was referring to a cgm or bg meter value). The patient ate some food in the hospital lobby. The patient then went to the bathroom and the patient¿s cgm value increased to 188 mg/dl and then dropped to 60 mg/dl rapidly. The patient sat down and the nurse provided her with orange juice as treatment. The patient reported feeling strange at this point and the nurse recognized something was wrong and put the patient in a wheelchair. After that, the patient said that is the ¿last thing she remembered¿. It was not specified if this meant the patient then lost consciousness or if the patient simply could not recall any further event details. The patient¿s cgm was reading 50 mg/dl while the bg meter was reading 39 mg/dl. The patient was treated with IV dextrose. The patient was in the hospital for more than 24 hours before being discharged. The patient was "still feeling unwell" at the time of report. Attempts to reach the patient to clarify event details were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid prior to having symptoms. There was not a complete set of reported glucose values available to search within the parkes error grid calculator while at the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.